Event description:
It was reported that the customer received a failed self test alarm. The customer's blood glucose level was 90 mg/dl. Explained the alarm and advised that the insulin pump needed to be replaced. Advised to not use the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit alarmed failed self test during self test due to faulty y1 at rf board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.